Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 10/2.50 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. During the third inflation, it was noted that the balloon ruptured at 6 atmosphere after 10 seconds. No resistance was indicated during the use of the balloon catheter and it was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.